Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced breakage during use. The customer stated, "it was reported the catheter did not thread up then blew. It was also reported the stylet was difficult to slide out. It was also reported that the patient bruised at site and it was painful."

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed there six non-related in process qns and two finish good qns were initiated on the build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir o two qns were currently still open during this DHR review; originals were not present in DHR and DHR was on hold in the manufacturing area received three used nexiva 20ga units and five package labels from catalog number 383516, lot number 8278516. Visual/microscopic evaluation: catheter adapter/extension tubing: no signs of bends, cuts, holes, kinks, splits, or wrinkles were found in the catheter tubing or the characteristic v shape of a spear thru. The extension tubing was adhering to the inside clear port wall of the catheter adapter. Catheter tip grading: a 4, acceptable needle set assembly: the needle set assemblies were reset to the out position to assess the needles, observed the needles were not bent, pinched or gripper damage to the needle. No signs of cured adhesive in the areas of the grip, tip shield or winged adapter and there was no damage the retaining washer; all of which could result in hindering the units from disengaging. There were no signs of damage to the v-clip or tip shield; of which could be indications of failure to decouple. The needle tips were damaged functional (needle disengagement and decoupling of units) (method-n/a): gripped the finger grip between the thumb and index finger with the other hand and pulled the needle back through the retaining washer and into the tip shield. The needles easily pulled back without resistance until the needle tip secured within the tip shield, at time of disengagement the catheter/adapter separated (decoupling) from the needle/grip the reported defects catheter broke/separated after placement, threading difficult, needle penetration difficult/painful, other and stylet difficult to remove were not identified, replicated or confirmed. The returned units did not display any adverse characteristics that would contribute to the defect the customer experience if yes, provide DHR review or justification for omission: DHR review was performed on lot number 8278516; ¿ the lot number was built / packaged on nfa line 1 from 05oct18 thru 14oct18 for a quantity of 427,930 units. ¿ review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. ¿ review disclosed there six non-related in process qns and two finish good qns were initiated on the build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir o two qns were currently still open during this DHR review; originals were not present in DHR and DHR was on hold in the manufacturing area analysis of peura and/or fmea conducted by qe: yes reason: the peura is required for all MDR reportable investigations. Findings: rm5796 rev 17 version p was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. 5. Returned sample evaluation check off type of sample received: physical sample 1 yes / 0 no photo 0 yes / 1 no quantity of customer samples: 3 date customer samples received: 13mar19 are retained samples available 0 yes / 1 no quantity of retained samples used for testing: n/a yes no a. Was the sample(s) received in the original unopened package? 0 1 b. Was the returned sample packaging returned in good condition (undamaged)? If no, could the damage have further affected the sample? Provide further details in conclusion section below. 0 1 c. Was the sample(s) the actual unit(s) involved in the reported complaint event? 1 0 conclusion(s): received three used nexiva 20ga units and five package labels from catalog number 383516, lot number 8278516. 6. Investigation yes no 1. Is this a known issue? If yes note the pic number in the conclusion section below skip section 7 and 8. 0 1 2. Is there a scar/scan from the customer? If yes, include a completed copy in the attachments 0 1 3. Did manufacturing personnel contribute to the failure? 0 1 4. Did process(es) contribute to the failure? 0 1 5. Did material contribute to the failure? 0 1 6. Did equipment/machines contribute to the failure? 0 1 7. Did environment contribute to the failure? 0 1 8. Did design contribute to the failure? 0 1 provide results, any testing performed, and other relevant information visual/microscopic evaluation: catheter adapter/extension tubing: no signs of bends, cuts, holes, kinks, splits, or wrinkles were found in the catheter tubing or the characteristic v shape of a spear thru. The extension tubing was adhering to the inside clear port wall of the catheter adapter. Catheter tip grading: a 4, acceptable needle set assembly: the needle set assemblies were reset to the out position to assess the needles, observed the needles were not bent, pinched or gripper damage to the needle. No signs of cured adhesive in the areas of the grip, tip shield or winged adapter and there was no damage the retaining washer; all of which could result in hindering the units from disengaging. There were no signs of damage to the v-clip or tip shield; of which could be indications of failure to decouple. The needle tips were damaged functional (needle disengagement and decoupling of units) (method-n/a): gripped the finger grip between the thumb and index finger with the other hand and pulled the needle back through the retaining washer and into the tip shield. The needles easily pulled back without resistance until the needle tip secured within the tip shield, at time of disengagement the catheter/adapter separated (decoupling) from the needle/grip indeterminate ¿ the reported defects catheter broke/separated after placement, threading difficult, needle penetration difficult/painful, other and stylet difficult to remove were not identified, replicated or confirmed. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced. Unable to determine where the damaged to the needle tips occurred. Manufacturing, user end or from the needle being push to the out position.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced breakage during use. The customer stated, "it was reported the catheter did not thread up then blew. It was also reported the stylet was difficult to slide out. It was also reported that the patient bruised at site and it was painful."